Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the deployed clip detached from the posterior leaflet and remained attached to the anterior leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve leaflets and grasping was successful. After leaflet insertion assessment was performed, the clip was deployed. The mr was reduced to 2, and the cds was removed. After two minutes, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 3-4. Three additional clips were implanted, reducing the mr and stabilizing the slda clip. A total of four clips were implanted, reducing the mr to 2, with a good result. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) that contributed to the user experience; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, additional information received: the physician stated that the poor mitral valve leaflet quality may have caused the single leaflet device attachment (slda). No additional information was provided.